Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 4. The patient's ultrafiltration reading was 1232ml, indicating the home patient (hp) drained 1232ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 3232ml, which meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse the following month regarding the iipv that was found during evaluation. According to the nurse the patient was not on tidal therapy. The nurse advised that she has no further information regarding this event as nothing is reported in the chart for the event date. Product surveillance contacted the patient the same day. According to the patient he does not recall this event or whether or not he had symptoms. The patient does not recall if he connected before the connect yourself display or whether he pressed go prior to closing clamps or lost power. The patient stated everything has been running smoothly lately and he has continued therapy successfully.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be false empty detect at initial drain and at previous therapy last drain and insufficient drain when one or more cycle(s) advanced to the next fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of over-delivery/iipv.